Manufacturer narrative:
A supplemental MDR is being submitted due to corrected date of event and clinical evaluation findings. Sections: b3, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Post-surgical bleeding (including hematoma development) is a known complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. It may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. Vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. A post-op wound infection is an infection of a surgical skin incision. Most access site infections are universally related to contamination at the time of, or after surgery. These patients are typically given an antibiotic prior to the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent infection. All edwards devices are provided sterile after undergoing a validated sterilization process. If an access site infection occurs, it is likely related to contamination or infection from elsewhere. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. It is possible that the event was due to patient/surgical procedure factors such as post-operative wound care or comorbidities. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, a 23 mm sapien 3 ultra resilia valve was implanted in the native aortic position via transfemoral approach with a 14f esheath plus. On postoperative day (pod) 26, the patient was readmitted to the hospital. It was reported that the reasons for readmission were directly associated with the device and infected aneurysm post puncture. Details and outcome of the event are unknown.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation is underway.